Event description:
During procedure, after successfully firing stapler, switch which advances stapling mechanism detached while attempting to reload stapler. Both portions of the device were retained and removed from the surgical field. New stapler was employed and the procedure was completed as scheduled. Representative notified of device failure.